Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump.